Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tsb45 firing trigger stopped on the firing stroke. Another stapler was used to complete the case. There was no consequence to the pt. The device was discarded.